Manufacturer narrative:
Further information was requested, but received. The device is included in the battery performance alert advisory issued by abbott on 28 august 2017. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and awaiting explant.

Event description:
New information received states that the patient presented in clinic to interrogate the device due to battery performance alert noted via remote transmission. It was noted that the device was unable to be interrogated using a wand. The previous communication with the device was noted on (B)(6) 2019 through merlin transmitter. Upon further investigation, it was noted that the actual battery performance alert (bpa) was noted on (B)(6) 2019 as reported previously. The patient does not pace and never received high voltage (hv) therapy. The implantable cardioverter defibrillator was explanted and replaced. The patient was stable post procedure.

Manufacturer narrative:
Additional information - premature battery depletion was confirmed by analysis. No sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.